Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin.net transmission. Transmissions revealed that the patient's right ventricular (rv) lead had over-sensed noise episodes. No intervention and no patient consequences were reported.

Event description:
New information received notes the patient was brought into the clinic for an isometric testing and the right atrial lead noise was not reproduced. The noise over-sensing was resolved by re-programming the pacemaker. The patient had no adverse consequences.